Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Customer declined to provide how the elevated blood sugar levels were addressed. No additional information was provided.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.